Event description:
As the surgeon was dissecting around the right pulmonary vein with a mid1 device, a small hole was noticed. The sales rep present at the case noted that the surgeon lost visualization during dissection and continued to proceed around the vein. The surgeon converted to an emergency sternotomy and the hole was repaired with suture. There was no long term pt consequence.

Manufacturer narrative:
(B)(4): info of this event was reported to the company by field personnel. No further info has been provided at this time by the account. Eval summary - the device involved in the event was returned for eval. The device was evaluated for functionality and for any sharp edges or catch points. The device met all specifications and functioned properly. Also, the device history record was reviewed and no anomalies were noted.